Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the abdomen. The patient was treated on (B)(6) 2016 with coolsculpting to the abdomen using a cooladvantage applicator. On (B)(6) 2016 the treated area developed firmness. On (B)(6) 2016 the treated area developed visible enlargement. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph). On (B)(6) 2017 the patient had liposuction to the abdomen to correct the condition. In 2020, the abdomen area developed visible enlargement. On (B)(6) 2021 the area was diagnosed by a physician with ph.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2016 with coolsculpting to the abdomen. The patient was treated on (B)(6) 2016 with coolsculpting to the abdomen using a cooladvantage applicator. On (B)(6) 2016 the treated area developed firmness. On (B)(6) 2016 the treated area developed visible enlargement. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph). On (B)(6) 2017 the patient had liposuction to the abdomen to correct the condition. In 2020, the abdomen area developed visible enlargement. On (B)(6) 2021 the area was diagnosed by a physician with ph.

Manufacturer narrative:
Added additional narrative h.10 - this is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.